Event description:
It was reported that the right atrial (ra) lead had high thresholds approximately a few months post implant. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking (esc) and there was blood in/on the helix/lobe mechanism.